Event description:
Meter was set to the wrong unit of measurement. Patient needed assistance by a non-medical professional and did not receive any treatment. The meter was previously set to the correct unit of measurement and the patient mentioned that they did not recently change the unit of measurement. This case is being reported as a malfunction since there appears to be a 'spontaneous occurrence' not caused by changing the battery. Or by the patient accidentally changing the unit of measurement.